Event description:
It was reported that this patient experienced syncope. Upon further review, there was loss of capture on the right ventricular (rv) lead. An x-ray was performed, and they found the lead was in the superior vena cava (svc). Technical services reviewed device data and found there was an electrogram (egm) in which there was different pacing morphologies with the timing being a little behind. There was a drop in impedances and r waves. It was noted there was a small number of rv sense beats at faster rates that could be causing intermittent pacing inhibition however, none was observed. Subsequently, this lead was revised and remains in service. No additional adverse patient effects were reported.